Event description:
It was reported that a merlin.net transmission revealed an alert for charge time limit reached. It was not known what might have caused the alert, and the patient was brought in for further evaluation. It was determined that prior to the alert, the patient presented to the emergency room after receiving inappropriate hv therapies for svt. Review of the episodes found that the last therapy delivered had a long charge time and a charge timeout occurred after the therapy. Programming changes were made and the patient will be monitored normally.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.